Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 509 mg/dl and 118 mg/dl. Customer reported he felt very shaky at the time of the incident; self treated by drinking orange juice and eating candy after testing. Customer now fine. No death or serious injury reported. Requested return of suspect device and replacement was sent.